Event description:
The customer stated that she was hospitalized for blood glucose levels above 400 mg/dl. The customer also stated that she has had repeated problems with bent cannulas. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The insulin pump had alarmed no delivery prior to the customer's call, therefore, the high pressure test was not performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.